Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out the cassette and into the cylinder. There is no known pt ill effect. There is a sample available for eval.

Manufacturer narrative:
A batch record review was also conducted and confirmed there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification; however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training information will be provided to the end user.